Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle and objective lens were broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise occurred due to component failure of the universal cable, the light guide bundle was broken due to component failure of the rigid tube, the objective lens was broken due to component failure of the rigid tube, the electrical contact of the video connector was corroded due to component failure of the video connector and noise occurred due to the objective lens breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had noise. No patient harm reported.